Manufacturer narrative:
A sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported at the end of a procedure the cassette started to leak. The procedure was completed and there was no pt impact reported.